Event description:
Report received that high impedance was seen on a patient's vns. The patient had received a new generator implant only two weeks prior to the high impedance being seen. The impedance value observed on the day of this implant was found to be within normal limits. Anterior/posterior and lateral x-ray images were taken of the patient and reviewed by the manufacturer. The generator was located in the patient¿s upper left chest. The connector pin could not be seen coming through the second connector block. The angle and the quality of the image could be compromising this assessment, but there was no indication that the pin was fully inserted. The images provided did not allow for the lead to be sufficiently observed. Some of the lead can be visualized as it routs toward the patient¿s left chest, but then it became lost in the rest of the image. Since no neck x-rays were provided, the presence of a strain relief bend and loop could not be confirmed. Tie-downs could also not be observed due to the quality and views angles of images provided. There was a portion of the lead that was routed behind the generator. This was the most visible part of the lead. The lead wires appeared intact at the connector pins. No sharp angles or gross discontinuities were identified in the visible portions of the lead. The written radiology report of these x-rays stated the most distal portion of the lead was not well-visualized but the proximal portion of the lead was intact. Although not suspected to be a result of the high impedance, the patient did reportedly experience vomiting and fatigue after the generator implant which may have caused trauma to the device. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Further information was received from the nurse that indicated she believed the post-operative adverse events could have been related to a combination of factors including high impedance. She specifically mentioned the constipation and high lead impedance being possibly related if the pin was not fully inserted after the last implant. The constipation was originally believed to be caused by anesthesia. The surgeon has reportedly begun to review x-ray images to determine if a cause of the high impedance can be found. No additional relevant information has been received to date.

Event description:
Patient underwent exploratory surgery and the high impedance resolved after proper pin insertion. The devices were not replaced at this surgery.